Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Photographs were provided of the insert. Signs of wear of the bearing surface consistent with service in-vivo was observed. Damage to the proximal and distal surface was observed as due to explantation. No conclusions could be drawn from the photographs as it would relate to the failure mode identified in this investigation. Dimensional and functional analysis could not be performed as the device was not returned. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that patient was revised on a left knee due to pain and instability.

Event description:
It was reported that patient was revised on a left knee due to pain and instability.